Event description:
It was reported the system responded with error l3-009. The customer tried a different probe which did not solve problem. The issue occurred on return stroke of the first sample. The customer used a d10 to continue the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.